Manufacturer narrative:
Thirteen samples were received for evaluation. Visual inspection of the devices found them to be in good physical condition. Device underwent functional testing; leakage was detected in the solvent bond between the spike and drip chamber. Bonding operations were reviewed to ensure that no there missing solvent in the components joints; no discrepancies were found, and solvent dispenser was reviewed to ensure that the solvent level is enough to perform properly; no discrepancies were found-no discrepancies found. The problem source has been determined to be manufacturing as a result of a lack of a robust and repeatable adhesive dispensing method, currently relying on the operator's ability to achieve the desired 1/8" dipping depth.

Event description:
Information was received that a leak was noticed in the area of the drip chamber during a pretest. No patient involvement.